Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect; cause unknown. The customer's blood glucose level was 123 mg/dl. The customer declined additional troubleshooting regarding the issue.